Event description:
*Literature case* "mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty". Author: ali assaf et al., european journal of orthopaedic surgery & traumatology (2019). It was documented on the paper that a patient developed unresolving groin pain and underwent a revision surgery after 8 years from initial surgery. The intraoperative findings confirmed a chronic hematoma (secondary to concurrent warfarin use fort atrial fibrillation). The acetabular liner and head bearing were revised to xlpe and an oxinium head.

Manufacturer narrative:
It was reported from a literature review from (B)(6) european journal of orthopaedic surgery & traumatology (2019), on "mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty" that the patient developed unresolving groin pain and underwent a revision surgery after 8 years from initial surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted the MRI showed a collection with pseudocapsule containing mixed signal intensity fluid and synovial debris along with a mild c-rp elevation. Reportedly, intra-op findings confirmed a ¿chronic hematoma secondary to concurrent warfarin use for a-fib¿ and the patient has been doing well at latest follow up. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.